Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of sterile peritonitis and vomiting in a patient coincident with extraneal viaflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced cloudy effluent, general abdominal pain and vomiting. The patient was not hospitalized for the events. On (B)(6) 2010, the patient began remedial treatment with vancomycin and ceftazidime (dose and frequency not reported) ip, which continued until (B)(6) 2011. On (B)(6) 2010, the event of cloudy effluent resolved. The outcome for the abdominal pain and vomiting was not reported. Pd therapy continued. Medical history included end stage renal disease (esrd), vasculitis and hypertension. The patient previously experienced bacterial peritonitis with culture positive for staphylococcus epidermis (last episode occurring (B)(6) 2010) reference aers# (B)(4). Concomitant medications included insulin, prednisone, pravastatin, sevelamer, calcium carbonate, folic acid, vitamin b complex, t4, and simulosina. The physician did not provide an opinion of causality. Follow-up information ((B)(4) 2011): follow-up information was received from the physician. Adverse event information, suspect product information, medical history, concomitant medications, and treatment information were added or revised. The events of cloudy effluent and general abdominal pain were amended to sterile peritonitis. It was clarified that the patient received balance 1.5% (fmc). On (B)(6) 2010, the patient began treatment with extraneal viaflex lot number 10j12g37 (dose and frequency not reported). On (B)(6) 2010, the patient experienced sterile peritonitis, manifested by cloudy effluent and general abdominal pain. On (B)(6) 2011, treatment with vancomycin and ceftazidime was discontinued (previously reported as (B)(6) 2011). On an unreported date in (B)(6) 2011, the patient recovered from the sterile peritonitis. Extraneal therapy was ongoing. Additional medical history included vasculitis anti-neutrophil cytoplasmic antibody (anca) and myeloperoxidase (mpo) antibody positive. Additional concomitant medications included furosemide, vitamin c, omeprazole, cholecalciferol, levotiroxina, tamsulosina, and dutasteride. The physician believed the event of sterile peritonitis was unrelated to extraneal and balance 1.5% (fmc) therapies.